Manufacturer narrative:
The product is not available for eval and testing. Add'l info to be submitted 30 days upon receipt. Please note that this medwatch report represents one of three stents that were used in the same procedure and is related to mfg# 9610978-2007-00348, 9610978-2007-00349, and 9610978-2007-00350.

Event description:
A male pt of unk demographics enrolled in the study underwent placement of overlapping stents in the proximal-mid right coronary artery (rca) in 2001. The characteristics of the vessel are unk. The rate of stenosis was 75%. Three stents were placed. The first stent was placed distally in the lesion. The second stent was implanted distal to and overlapping the first stent "in order to correct arterial systolic bend". A third stent was implanted proximal and overlapping the first stent as a planned use for a long lesion. During placement of the third stent it was noted that the shaft of the balloon catheter had a leakage and the stent could not be fully expanded. Therefore, the balloon catheter was removed from the pt and another balloon was used to post-dilate the stent. The procedure was completed without injury to the pt with a resulting residual stenosis of 28%. The post-procedure course was uncomplicated and the pt was discharged three days later, on aspirin and clopidogrel. In 2002, the pt experienced recurrent angina and follow-up angiography was performed and revealed a 61% in lesion-restenosis of the target site. The pt underwent successful balloon angioplasty of the proximal rca focal isr. The pt was discharged the following day. In 2003, the pt underwent a study for recurrent angina. Angiographic evidence of a 65% in-lesion restenosis was reported. The pt underwent balloon angioplasty and use of cutting balloon in the mid-rca. There was no reported injury to the pt.